Event description:
This lead was implanted on (B)(6) 2005 and remains implanted until this time. The information was received on (B)(6) 2013 and was noted that patient received 10 times shocks due to lead fracture. On arrival to ER, she again received shocks before magnet application. The patient immediately referred for a new rv lead. No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).